Event description:
Device 1 of 4: reference MFR report: 3008829311-2017-00832, reference MFR report: 3008829311-2017-00833, reference MFR report: 3008829311-2017-00834. It was reported the patient experienced ineffective stimulation. Diagnostics indicated impedance issues and x-rays showed a lead was fractured. Surgical intervention may take place at a later date. It is unknown which lead is fractured; therefore all possible leads are being reported.

Event description:
Device 1 of 4; reference MFR report: 3008829311-2017-00832, reference MFR report: 3008829311-2017-00833, reference MFR report: 3008829311-2017-00834. Additional information received indicated the lead implanted at the left l4 vertebral level was fractured. The lead was explanted and replaced. Lot number ab2204 (MFR report: 3008829311-2017-00833) and lot number ab2200 (MFR report: 3008829311-2017-00834) were originally implanted bilaterally at the l4 vertebral level. It is unknown which lot was placed on the right and left; therefore both devices are being reported as explanted.